Event description:
The pump was returned for evaluation. Upon investigation, the pump's valve pins were sticky and showed signs of drag when they were depressed into the device. A final acceptance test was performed to test the functionality of the valve assembly. The pins would not properly cycle with the testing cassette installed. The pump was disassembled so that the fva assembly could be examined for any signs of residue on the pins. Upon removal of the assembly, each pin had evidence of excess foreign materials on each of the 3 pins along with each pin's receptacle in the front housing. Each pin was cleaned along with each valve pin's receptacles on the front housing and the fva assembly was reinstalled into the pump. Each valve pin was actuated several times in an attempt to find any residuals signs of drag. Once each pin was moving unobstructed, another final acceptance test was performed to test overall functionality. The test was able to be completed with no signs of faults or error messages.

Event description:
Was reported to biomed that pump needs service. Biomed ran for an hour with no alarms. Fk downloaded logs and there were multiple failures so opening complaint. No patient harm. Preliminary evaluation of the device logs indicates that this is a mechanical hardware failure (av sticky valve). This did stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.